Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the angle wire play, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the nozzle gluing missing, the remote control buttons leak, the suction channel leak, the objective lens scratched, the lcb distal cover glass scratched, the operation channel (primary) dirty, the distal body worn out, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.